Event description:
A malfunction was reported on the pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at work and requested a follow-up call to continue troubleshooting with technical support.